Event description:
Patient contacted dexcom to report the sensor gave inaccurate blood glucose readings. The patient did not report any medical intervention or injuries.

Manufacturer narrative:
Data received 2/1/2013 confirms two inaccurate blood glucose reading for sensor inserted (B)(6) 2013. All other readings were within 20/20 range. The data confirms that device was working according to specification.